Event description:
It was reported that during an unspecified interventional procedure, stroke occurred.a star/(B) (4) had been advanced to an unspecified location. During removal, thrombus was noted on the end of the wire. The patient sustained a stroke during the procedure. The severity of the stroke is unknown; however, it was not fatal. It was further reported that the patient died "a few days after the procedure".

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during an unspecified interventional procedure stroke occurred. A device had been advanced to an unspecified location. During removal, thrombus was noted on the end of the wire. The pt sustained a stroke during the procedure. The severity of the stroke is unk; however, it was not fatal.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.